Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the end user can't check the logs because the screen won't turn on. Noticed that it is running on a/c, but the fan is not audible either. The unit amber light is flashing, and the screen is black. Root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator stopped working. The issue occurred during patient-use and at this time the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Exact root cause is not determinable. As per the fst issue was identified with main board. Main board did not arrived in fa lab. No logs available.